Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that on the day of implantation, they experienced diaphragmatic stimulation while leaving the hospital. Reprogramming was performed and it resolved some of the stimulation. The patient also stated that they periodically experience this but that it does not hurt but rather, it is a nuisance and state they must sit up straight or slouch to avoid the feeling. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 (annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.